Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72400151 and 72400152; batch/lot number 514742004 and 510859017; model/catalog description inflate/deflate pump fgs and reservoir 65ml.

Event description:
It was reported that the patient experienced connector breakage with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: connector breakage was reported. The ams700 device was visually inspected. There was a leak in one pump cylinder tube krt at the pump strain relief junction that was due to fatigue and wear. The pump was not functionally tested due to the tubing leak. Three straight window quick connectors (wqcs) were returned. All three wqcs are within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72400151 and 72400152, serial number: null and null, batch/lot number: 514742004 and 510859017, model/catalog description: inflate/deflate pump fgs and reservoir 65ml.

Event description:
It was reported that the patient experienced connector breakage with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: connector breakage was reported. The ams700 device was visually inspected. There was a leak in one pump cylinder tube krt at the pump strain relief junction that was due to fatigue and wear. The pump was not functionally tested due to the tubing leak. Three straight window quick connectors (wqcs) were returned. All three wqcs are within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72400151 and 72400152, serial number: null and null, batch/lot number: 514742004 and 510859017, model/catalog description: inflate/deflate pump fgs and reservoir 65ml.

Event description:
It was reported that the patient experienced connector breakage with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.